Event description:
On february 20, 2024, palette life sciences received a notification from a physician in the united states were it was reported that "2 syringes exploded". Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Associated complaints/reports: 3014909464-2025-00009.

Manufacturer narrative:
Qn# (B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Additional information received on march 27, 2025, indicated that "there wasn't an explosion, there was no shattering of glass, the gel somehow got released around the needle and the force caused the needle to pop off of the syringe and subsequently dump the barrigel". It was clarified that the event described as "syringe explosion" was, in fact, a luer-lock disconnection resulting in leakage of the gel. There was no shattering of the syringe or physical harm to the user or patient. Therefore, the events in mdrs 3014909464-2025-00009 and 3014909464-2025-00010 submitted on march 14, 2025, should be retracted. Other remarks: n/a corrected data: n/a.

Event description:
On february 20, 2024, palette life sciences received a notification from a physician in the united states were it was reported that "2 syringes exploded". Multiple attempts for additional information have been requested from the complainant have been unsuccessful at the time of this report. Associated complaints/reports: (B)(4).